Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. B5: upon further review of the complaint, it was determined that the following information reported in the b5 section of the initial mw was incorrect; it was reported that the quick coupling device seized, moved heavily, was jammed and failed pretest for check for safety, check for untrue running and check for general condition. The correct information is as follows; it was reported from switzerland that during service and evaluation, it was determined that the quick coupling device bearing and coupling machine side were worn and the pins had migrated. The device also failed pretest for check pins length of cone sleeve. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
UDI: (B)(4). The actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the reported condition was confirmed. The assignable root cause was determined to be due to wear from normal use and servicing. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported from (B)(6) that during service and evaluation, it was determined that the quick coupling device seized, moved heavily and was jammed. It was further determined that the device failed pretest for check for safety, check for untrue running and check for general condition. It was noted in the service order that the device was not working. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. The date of event was unknown but was known to have occurred in 2019. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.